Manufacturer narrative:
(B)(4). D10: cat# ep-200144 lot# 65805577 act artic e1 hip brg 28x38mm. Cat# 163662 lot# j7657992 28mm mod hd std neck tp1 taper. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately twelve days post-implantation, the patient underwent a left hip revision due to a proximal periprosthetic fracture. The femoral component was revised, and additional cables were utilized to secure the fracture. A new bearing and head were also implanted. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6 h6: proposed component code: mechanical: stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review identified findings of the reported issues. The image is confirmed to be unreadable. A definitive root cause cannot be determined. Unable to confirm the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.